Event description:
It was reported to boston scientific corporation in early 2006 that a cre esophageal /pyloric/colonic wireguided balloon dilatation catheter was planned for use during an esophagogastroduodenoscopy (egd) procedure three days prior (patient gender, age and weight unknown). According to the complainant, during the procedure, preparation when the package was opened, it was noticed that the catheter was bent down near the balloon. There was no patient contact with the reported device. The procedure was successfully completed with another cre esophageal /pyloric/colonic wireguided balloon dilatation catheter.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.